Event description:
The initial reporter complained of questionable elecsys troponin t stat assay results for 2 patients tested on a cobas 6000 e 601 module. The erroneous results from only cobas e601 serial number (B)(4) were reported outside of the laboratory. The results from the cobas e411 were deemed to be correct. There was no allegation of an adverse event. The samples were processed by a modular pre-analytical system. The troponin t stat reagent lot was 365733. The field engineering specialist found worn seals and a bent sipper probe. He changed the seals, straightened the probe, and bleached a solenoid valve. The customer ran successful calibration and qc. The issue was resolved by the service activities performed. There were no further issues following the service visit.